Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. It was determined that a blockage in the cartridge caused the issue, and the customer changed supplies as needed to resume insulin therapy.